Manufacturer narrative:
Per field service engineer (fse) the unit is out of warranty. The hospital biomedical engineer repaired the unit themselves.

Manufacturer narrative:
The device serial number was not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator has a black screen. The customer reported that the unit was in use on patient, but there was no patient harm reported.